Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Corrected section: b5 if information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high rv coil and superior vena cava (svc) coil impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.